Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. It was reported that the sensor insertion site was at the arm. It should be noted that the dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks. However, the reported events cannot be confirmed and a root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, after sensor insertion, the sensor wire was found on the table next to the applicator. The sensor was inserted at the arm on (B)(6) 2015. No additional event or patient information is available.